Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug of an unknown concentration at an unknown dose via an implantable infusion pump. It was reported that per the pump logs the patient's pump had a motor stall on (B)(6) 2017 at 8:34 am that recovered on (B)(6) 2017 at 9:03 am. No further information was known at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the cause of the motor stall on (B)(6) 2017 was determined to be that the patient had an MRI. No further complications were expected or anticipated.